Manufacturer narrative:
H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of clearlink system non-dehp secondary medication sets would not flow. Furthermore, during patient infusion "the tubing kinks on itself easily and this is not something the pump can recognize therefore, the IV piggyback does not infuse and it switches back over to the primary bag". There was no report of patient injury or medical intervention associated with this event.